Event description:
It was reported that a bag of stored frozen cord blood concentrate was being prepared for transplantation. After being thawed, the bag was centrifuged at 880g for 20 minutes. It was noted that the bag containing the stem cell concentrate had a split seam. The unit was salvaged from the centrifuge cup and transplanted into the patient. No patient sequelae have been reported as of the date of this MDR submission.